Manufacturer narrative:
A complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/ tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported event of helix could not extend was confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, dislodgement was noted on the right ventricular (rv) lead. The physician attempted to revise the rv lead, however they were unable to reposition the lead due to the lead being unable to extend. The rv lead was explanted and replaced to resolve this event. The patient was stable following the procedure with no adverse consequences.